Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician deployed a 4.00x12mm liberte stent. 'About' six months post the initial stenting procedure, in-stent restenosis was identified. The lesion was successfully treated with a 4.0mm flextome cutting balloon. Pt's status reported as "good".

Manufacturer narrative:
As the unit has not been returned, therefore, a technical analysis could not performed. The batch number is unk, and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.